Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump's display was flashing white. Blood glucose level at the time of the incident was 192 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify missing segments or partial display due to display anomaly. Unit was received with minor scratches on case and minor scratches on lcd window. Unit was received with corroded battery tube.